Event description:
It was reported that the 7700 system was not booting and had hardware failures. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the card rack, skin spacers, and bearing assembly. System operates as intended.